Event description:
Caller alleged discrepant results compared with the lab. The first 2 comparisons occurred about 3 hours apart, and the last one was used with venous blood on the inratio.

Manufacturer narrative:
The values of 1.2 meter and 2.1 lab were not evaluated due to sampling error fingerstick not used: per caller, they used venous blood in inratio meter. Only capillary blood should be used with the inratio meter. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1; meter: 3.2; lab: 4.4; mean: 3.8; confidence limits: 2.3-5.7. Set: 2; meter: 1.9; lab: 2.8; mean: 2.35; confidence limits: 1.6-3.4. The means of the inratio meter and comparative system inrs were calculated. The inr values for both sets of data are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Products associated to the complaint were not returned. No corrective action is required as no product deficiency was established.